Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: hematoma. Concomitant medical products: mentor memorygel breast implant 325cc, catalog# 3503251bc, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female with a previous history of capsular contracture who underwent breast augmentation revision with a 325cc mentor memorygel breast implant experienced a left sided hematoma post procedure. The implant was placed due to capsular contracture associated with the previous implant that was reported under 1645337-2019-26051. The device was explanted without replacement due to hematoma on (B)(6) 2019. The patient had a new 325cc mentor memorygel breast implant placed on (B)(6) 2019.

Manufacturer narrative:
On 2/12/2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).